Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose of 501 mg/dl on (B)(6) 2017 and that the pump is not working properly. Customer did not recall any significant event that may have led to the hospitalization. Customer was experiencing symptoms such as nausea, dizziness and vomiting. Customer treated the high with manual injections and insulin pens. The hospital treated with insulin drip and fluids. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks, however there were champagne bubbles in the infusion set. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test on the second attempt.  Customer was advised to change the infusion set, reservoir, insulin, and then treat per health care professional¿s instructions. The product is not returning for analysis.